Manufacturer narrative:
Insulin pump received with blank display due to broken solder on interface board. Also received with cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 157 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, battery was removed for two hours and pump allowed to rest and display screen still did not return. Customer was advised that insulin pump would need to be replaced.